Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the device had never worked. The patient was not currently using it. The patient needed an MRI for back pain and MRI guidelines were given. Additional information was requested, if received a follow up report will be sent.